Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Failure investigation findings have determined that the most likely cause for the damage to the platen post is a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mis-handled (i.e. Dropped). This can cause these components to experience excessive forces and crack or break. The failure investigation has found no root cause attributable to manufacturing, design and material for platen. H3 other text : device was not returned.

Event description:
It was reported that there were events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient's involved.

Manufacturer narrative:
The reported issue of broken upper hinge post, lower hinge, or membrane frame could not be confirmed. Probable root cause for the complaint of broken lower hinge, or membrane frame could not be determined because no device or logs were returned for investigation.

Event description:
It was reported that there were events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient involvement.